Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant or installing the implant too deep. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2019 where two implants were installed. The patient complained of radicular pain approximately three months following the initial procedure. The surgeon determined that the cranial positioned implant was impinging on the neuroforamen. In (B)(6) 2021, the surgeon performed a revision procedure where he removed the cranial positioned implant using chisels. The explant void was not filled with bone graft and no additional hardware was added. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.